Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on the homechoice device during drain five of five of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had improperly disconnected from therapy during a dwell cycle and later reconnected using proper aseptic technique to continue therapy. The power was cycled to clear the alarm and the patient was to finish therapy using manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.